Event description:
The jetstream g3 device was used to treat a highly calcified 4cm lesion located in the proximal popliteal artery. The procedure went well however, a dissection was noticed after the final angiogram. The dissection was successfully treated with a balloon. Pt is fine.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation.